Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user's wife reports ulceration under convex wafer at 5 to 6 o'clock position about a 25 mm in size. Reports saw nurse at (B)(6) and use of convex wafer discontinued and now the area has resolved.